Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the infection was not totally resolved. The infection was serralta md occasions staph epidermidis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was a pin hole in (B)(6) hat would not heal. The healthcare provider (hcp) told the patient it would not heal until the device was removed. The patient mentioned it was a staph infection and it resolved after 4 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s body rejected the implant. The patient got ¿a pinhole¿ there and a staph infection. The patient had the implant removed in maybe (B)(6) 2017. The patient did not intend to get a new device because they were told by the wound care doctor that they would more than likely get an infection again. No further complications were reported.